Event description:
Follow up report: physician confirmed that all issues have resolved including the facial/right lower lip weakness.

Event description:
The physician hit a branch of the anterior jugular vein while using the codman catheter passer to tunnel the stimulation lead down into the ipg pocket. He was unable to control the bleeding through the existing incisions and had to make an extra 1 cm incision to access the vein and stop the bleeding. Postoperatively the patient had a nosebleed in the pacu from intubation, was hypertensive and the marginal mandibular branch of the facial nerve was weak, likely from retraction. No hematoma. She was fine with extra 1 cm incision. Later the next morning: no nosebleed overnight, blood pressure better, no hematoma, in good spirits, right lower lip weakness will be followed.